Event description:
It was reported that guidewire had unraveled, it didn't completely come apart in the inside, the wire fractured on the outside. The guidewire didn't come apart in the patient. There were no patient complications. Received additional information, ER physician was inserting a presep oligon oximetry central line catheter in the right subclavian. As he was retracting the guidewire, he noted that it had fractured. It appeared that just the internal wire fractured, the spring on the outside was intact, so the entire wire did not lose its integrity. There was no concerns that any parts were left in the patient. It required removal of the entire catheter to extract the wire. Another kit was used to insert a new catheter without incident. There was no harm to the patient.

Event description:
A puddle of urine was found under the foley bag. The urine meter bag was discovered to have a hole under the urimeter in the same place previously reported bags have developed a hole. The bag failed in same area as previously reported products.

Manufacturer narrative:
A 0.032" by 60 centimeter guidewire was examined in the product evaluation laboratory. The guidewire was found to have a broken weld at the j tip end. The outer coil wire had been stretched about 4 centimeters beyond the end of the j tip inner wire. There was also a kink in the wire 2 centimeters distal of the 20 centimeter marker. A closer examination found what appeared to be an area of misalignment of the outer coils located 3.5 centimeters proximal of the j tip end of the outer coil wire.